Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The lcd (liquid crystal display) lens was broken, and the display was missing pixels. The battery contacts were also found to be compressed, and the keyboard was scratched.

Event description:
It was reported the display and bezel are broken. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.